Event description:
The reported feedback suggests that there is a cracked spike at luerlock.

Manufacturer narrative:
A visual inspection confirmed the customer's report as the smartsite component had separated from the spike body); a closer inspection identified signs of residual solvent remained on the smartsite. An inspection of the sample received in sealed packaging did not identify any manufacturing defects which may have contributed to the customer's experience. The root cause for this failure mode can be considered as undefined and due to there is not exist trend for this failure, it can be considered as an isolated case.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The reported feedback suggests that there is a cracked spike at luerlock.